Manufacturer narrative:
H.6. Investigation summary: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the returned complaint sample revealed no visible damage to the pen. The pen was tested for volumetric dose accuracy per it1172. All doses were within specification, and the pen functioned as intended. An injection sequence was executed using a 31g x 8mm bd pen needle and placebo cartridge. An injection sequence was executed using a 31g x 8mm bd pen needle and placebo cartridge. The pen was evaluated for leaking from the needle by observing the number of droplets that formed 30 seconds after needle attachment and after administering low dose, mid dose, and high dose injections. For each injection, the 30 second allowance began after a 5 second hold time at the end of injection. Investigator observed droplets forming at the needle tip during the 30 second allowance. The number of droplets observed was as follows: droplets observed after needle attachment: 4, after low dose: 3, after mid dose: 3, and after high dose: 5. Inaccurate dosing: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Leakage: based on investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by customer. The reported condition has been confirmed but is not defined in the applicable specification. As a consequence, bdm-ps will not conduct a full root cause analysis. However this complaint is registered in bd complaint system and trend analysis will be performed.

Event description:
It was reported that the bd omnitrope® pen 10 needle leaked when placed on the pen during use. The customer reported this caused them to lose "20% per cartridge" and "a day dosage per leakage". This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "he reported that when he puts the "needle on the pen", there is "leakage of the product". He added that they are "supposed to get 4-5 doses per cartridge" and are "losing a day dosage per leakage". He reported that they have "two pens" and the issue has occurred with both. He added that they are "losing 20%" per cartridge."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is sandoz. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2019-08-09. E.1. Initial reporter facility name: (B)(6). G.4. Date received by manufacturer: 2019-08-13. H.3. Device returned to manuf.?: yes h3 other text : see section h.10.

Event description:
It was reported that the bd omnitrope® pen 10 needle leaked when placed on the pen during use. The customer reported this caused them to lose "20% per cartridge" and "a day dosage per leakage". This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "he reported that when he puts the "needle on the pen", there is "leakage of the product". He added that they are "supposed to get 4-5 doses per cartridge" and are "losing a day dosage per leakage". He reported that they have "two pens" and the issue has occurred with both. He added that they are "losing 20%" per cartridge."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is novartis. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd omnitrope® pen 10 needle leaked when placed on the pen during use. The customer reported this caused them to lose "20% per cartridge" and "a day dosage per leakage". This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "he reported that when he puts the "needle on the pen", there is "leakage of the product". He added that they are "supposed to get 4-5 doses per cartridge" and are "losing a day dosage per leakage". He reported that they have "two pens" and the issue has occurred with both. He added that they are "losing 20%" per cartridge."